Event description:
The initial reporter questioned the results for 4 patient samples tested for elecsys anti-hbe (anti-hbe) on a cobas e 801 analytical unit. Discrepant results were provided for 2 patient samples. Patient 1 initial result was 0.889 coi (positive). The repeat result was 1.53 coi (negative). Patient 2 initial result was 0.820 coi (positive). The repeat result was 1.49 coi (negative). The negative results were believed to be correct.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The anti-hbe reagent lot number was 758799 with an expiration date of 31-aug-2025. Section b3 was updated. Calibration signals were slightly higher than expected. On (B)(6) 2024 abnormal aspiration, sample clot detection, and sample duplicate messages were observed on the alarm trace data. On (B)(6) 2024 the measuring cell was replaced. On (B)(6) 2024 maintenance activities were completed (reagent and sample probe syringes replaced, sample probe liquid level detection (lld) card replaced, sample and reagent probes adjusted, bead mixers and gear pump pressure checked). A general reagent issue was excluded. The investigation determined the event was consistent with a maintenance issue.